Event description:
It was reported the pt had new pain over the lead area. A pocket revision was performed due to an infection. No outcome was reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.